Event description:
Per sales rep the distraction frame 15mm locked. When the surgeon closed the device it locked. This happened in two different cases.

Manufacturer narrative:
The investigation shows that high torsional and axial forces acted on the rod. These high forces are most likely caused by an incomplete corticotomy. All components are within the specifications and fully functional and the handling test proves that the device is fully functional. Indications for material or manufacturing related failures were not found in the investigation.